Event description:
Related manufacturer reference number: 3006705815-2021-05189. It was reported the patient experienced ineffective stimulation in the right side. As a result, surgical intervention occurred wherein a revision was completed on (B)(6) 2021 to address the issue. No product was replaced or removed.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.